Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: awareness date reported on follow up 1 report as october 16, 2019 but should have been november 11, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.221.015. Synthes lot number: p137266. Supplier lot number: p137266. Manufacturing site: monument. Release to warehouse date: 18-jan-2013. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation: the customer reported the cable tensioner with pistol grip "skips" and could not apply a proper amount of tension to the cable. The repair technician reported the device failed in cosmetics and it required further testing at the vendor. The cause of the issue is unknown. The item was sent to the vendor for re-calibration on 02-dec-2019. The vendor reported the device passed testing in a functional check. The device will be returned to the customer upon completion of the service and repair process. The finalized service record will be archived in the tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier mrn# (B)(6). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) surgery of the left femur, when attempting to apply a final tension to an unknown cable, the cable tensioner with pistol grip "skips" and could not apply a proper amount of tension to the cable. The surgeon tried three (3) times and got the same result. There was a surgical delay of five (5) minutes. The procedure was completed successfully by using another readily available tensioner. There was no patient consequence reported. Patient and procedure outcome were unknown. Concomitant device reported: unknown cable (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for (B)(4).